Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's display was dark, the backlight of the liquid crystal display (lcd) did not work properly. It was further noted that the stylus was defective and no longer working. It was noted that the bezel had cracks around the edges, the printer drawer was broken, the upper and lower bullets were worn, there was a cut in the right antenna cable with the shielding visible and the printer drawer was empty. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's display was dark. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.